Manufacturer narrative:
Device data confirmed sustained hyperglycemia on (B)(6) 2026; however, the ilet system functioned as designed. Corrective insulin was requested and delivered appropriately, and no pump, software, motor, cartridge, or power faults were identified. No occlusion alarms were recorded. The clinical presentation is most consistent with impaired insulin delivery or absorption at the infusion set/tissue level. The user reported repeated use of the same anatomical area, which may have contributed to reduced insulin absorption. The user self-administered a manual injection, received IV fluids for dehydration in the emergency room, and was discharged the same day. No long-term effects were reported. No product was returned for evaluation. No manufacturing anomalies were identified.

Event description:
On 24-jan-2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels above 250 mg/dl following infusion set change. The user was transported to the hospital by a caregiver where the user was diagnosed in hyperglycemia with dehydration and treated with IV fluids and discharged (B)(6) 2026. No long-term health effects were reported.